Event description:
Caller reported that the cartridge was not fitting properly on the pump, as it was not fully snapped into place. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the caller to remove an o-ring from the pneumatic tap and clean the area with an alcohol wipe or lint-free cloth. Although the caller declined to reload the cartridge with technical support.